Manufacturer narrative:
Additional manufacturer narrative: the device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted, if the device is received and evaluation is performed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. There was no impact to the customer¿s blood glucose. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.